Event description:
It was reported the powered laser surgical instrument wireless foot pedal not detected move closer when it had never been moved and the fiber was overheating. The issue occurred during a therapeutic laser kidney stones procedure that was completed with the same device with delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): d8, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection therefore the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.